Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The ethernet coupler panel mount was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system¿s images could not be received by the navigation system. The navigation system was rebooted and the images were sent manually from the mobile view station (mvs), but the images could still not be received by the navigation system. Another medtronic navigation system was used instead, and images were taken again using the imaging system. Image transfer was successful between the imaging system and the second navigation system, and the procedure was continued. There was one unused CT scan. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
The ethernet coupler mount was returned to the manufacturer for analysis. Through functional testing, performance testing, and visual/physical examination, the reported problem was unable to be confirmed. The coupler inline was used with a network cable and laptop, and the coupler maintained connectivity reliably. Analysis found no fault with the returned ethernet coupler mount. A software analysis was performed to determine the probable cause of the issue. Analysis found that the r eported event was related to a software issue. This issue was documented in a software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.